Event description:
Revision surgery 6 weeks post-op due to femur fracture. Surgeon used cerclage cable to secure the bone. No implants were removed. Reference manufacturer report number 3005180920-2013-00138.